Manufacturer narrative:
Continuation of d10: 6937a-58 lead; implanted: (B)(6) 2016. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the single coil right ventricular (rv) lead exhibited high undefined pacing impedance with noted variation as well as high out of range (oor) defibrillation coil impedance with noted variation and a spike. It was further reported that the superior vena cava (svc) defibrillation lead exhibited high undefined impedance with noted variability and spikes. It was further reported that during pocket revision, it was determined that the setscrew was not engaged on the rv lead pin. The physician pulled the rv lead out of the implantable cardioverter defibrillator (ICD) header, retracted the setscrew, pushed the lead pin into the header and re-engaged the setscrew. The high pacing impedance on the rv lead was resolved. It was also reported that the svc lead was fully functional without issues and no action was taken on the svc lead. The ICD and leads remain in use. No patient complications have been reported as a result of this event.